Manufacturer narrative:
Product complaint # : (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area of the four needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed using a instron and the pull force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? Was there any adverse patient consequence?

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and suture was used. During the procedure, the needle pulled off during surgery. Additional information has been provided.